Manufacturer narrative:
Additional information was received indicating that the patient went to the emergency room to receive medical treatment. In addition, the tubing was changed the following day and the tubing is still getting changed daily for the patient.

Event description:
Information was received indicating that during use, leaking was noted at the filter on a smiths medical cadd administration set. The reporter indicated that the leaking was significant enough to cause patients clothing to be wet and caused the patient great frustration. No patient consequences were reported. No adverse effects were reported.